Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article:two to one crtd pacing: when the t wave and the p wave interact. Journal of electrocardiology. 2017; 50(3):372-374.

Event description:
A journal article was reviewed which contained a case report for a patient implanted with a cardiac resynchronization therapy defibrillator (crt-d). It was reported that the patient experienced bradycardia and fatigue. The article also noted the crt-d exhibited t-wave oversensing (twos). The device sensitivity was reprogrammed. The status of the device is unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.